Event description:
It was reported that a twisted post and left bundle branch block (lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on prior regimen of aspirin at the time of index procedure. The subject received a loading dose of 300 mg clopidogrel. A lotus introducer sheath was placed and then the aortic valve was treated with a 27 mm lotus edge valve. Successful repositioning of the 27mm lotus edge valve involved partial re-sheathing of the 27mm lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. A twisted center post happened during the procedure, but was able to be corrected. Retrieval was attempted successfully. Event summary: on the same day of the index procedure, the subject developed left bundle branch block. Electrocardiogram (EKG) and cardiac monitoring were performed as diagnostic test for the event. Hospitalization was prolonged due to the event. At the time of reporting the event was considered recovering. Three days later, the subject was discharged on aspirin.